Event description:
It was reported that the patient experienced progressive diaphragmatic stimulation. It was noted that it was becoming more difficult to program the left ventricular (lv) lead pacing without stimulation. It was noted that the chest was contracting intermittently. The lv lead was turned off due to multiple iterations of programming with ongoing diaphragmatic stimulation. However, during a device check one lv lead configuration was discovered to have excellent thresholds without diaphragmatic stimulation and the decision was made to turn the lv lead back on. The lv lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.